Manufacturer narrative:
The event of possible inoperable ipg was reported to abbott. As a result, the patient's ipg was explanted and replaced to provide resolution. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The patient's weight is unknown.

Event description:
It was reported the patient underwent an unrelated surgical procedure. Following the procedure, the patient's ipg has been non-functional. It is unknown if the patient set their ipg into surgery mode prior to the unrelated surgical procedure. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Corrected data: a4 - patient weight (correct weight was obtained via follow-up).

Event description:
Additional information gathered via follow-up revealed the patient's ipg was explanted and replaced to provide resolution.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The patient's weight was obtained via follow-up and has been provided.